Event description:
This is a report of a patient death due to myocardial infarction. Initially the caregiver (cg) contacted baxter's technical service center to report a patient death. Per the initial report, the caregiver (cg) reported the home patient (hp) passed away while in the hospital. Baxter global pharmacovigilance received additional information from a nurse from the USA confirming the patient experienced a fatal myocardial infarction on (B)(6) 2011 coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Treatment was not reported. The cause of death was reported as myocardial infarction. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. Concomitant medications were not reported. The nurse stated that the event of fatal myocardial infarction was unrelated to the dianeal pd2 ambuflex therapy.

Manufacturer narrative:
(B)(4). The device was received by the baxter product analysis lab (pal) and was evaluated for the reported issue of patient passed away. The device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The device was determined to meet the specifications per rite testing. The event of patient passed away was unable to be confirmed in the logs or duplicated during pal evaluation. The assignable cause was undetermined. A service history review was performed and no issues were identified that may have contributed to the reported event of patient death. The previous returns of the device were not for any issues related to the reported issue. During review of the event history log on the returned device by the pal, it was noted that there were two increased intra-peritoneal volume (iipv) events recorded. One of the iipv events occurred on (B)(6) and was within 48 hours of the patient's passing (manufacturer's report number 1423500-2011-12105 and the other iipv event occurred on (B)(6) 2011 (manufacturer's report number 1423500-2011-12107). The probable cause for the two iipv events found in the logs was determined to be due to insufficient drain, false empty detect and use error, or clinician inappropriately set minimum drain volume percentage (%) setting too low. The device met specifications relative to iipv. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received by the baxter product analysis lab for evaluation. Upon completion of the evaluation, or if additional information is received , a follow up report will be submitted.